Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This is 1 of 4 reports of the patient had several episodes of severe hypoglycemia that resulted in comas and emergency hospital visits. Please see related records (B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. The patient contacted dexcom technical support to report multiple severe hypoglycemic episodes over the past year, including several that resulted in comas and emergency hospital visits. Each hospital stay lasted less than 24 hours. The patient stated that despite using the dexcom g7 system paired with an iphone, he did not receive alerts during these critical low-glucose events, particularly overnight. This complaint was initiated to document one of the coma episodes of the four referenced. During a follow-up call, the patient reported experiencing more than six episodes of severe hypoglycemia, each leading to a coma and hospitalization. He also mentioned that he has been living alone for the past month. On the morning of the interaction, he woke up around 8:30 am and observed a glucose reading of approximately 67 mg/dl. He confirmed that no alerts were received during the night. Although attempts to follow up with the patient and reporter for additional event details were made, contact was unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 11/19/2025. Data was further reviewed. It was reported that an alert/notification settings issue occurred. The performance data was reviewed for the time period of interest. The data indicates that the sensor session started at 1:53 am on (B)(6) 2025. The session lasted 9 days and ended when an algorithm detected failure occurred on (B)(6) 2025. There were no bg meter calibrations performed during the entire session. On the date of the alleged missed alerts, several high and low glucose alerts were triggered with each alert performing as intended. It was observed, in the data, that the alert settings were changed at 1:55 am and that quiet mode was activated at 2:31 am on the morning of (B)(6)2025 with the end time programmed for a few hours later. The root cause of customer¿s experience of missed glucose alerts is undetermined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).